Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed on the tubing of the y-set. This was identified during patient infusion. The patient replaced the product with a new y-set to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed with no evidence of particulate matter on the tubing. The reported issue was not verified. An additional issue of a hole was noted at the port seal of the bag. Functional testing, including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with leak through hole in the port seal noted. The cause of the hole was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.